Event description:
Customer called to report that the reagent probe was leaking on top of the immage 800 immunochemistry system after completing a system run. The field service engineer (fse) inspected the instrument and observed a partially occluded line filter for the reagent probe and wash tower. The fse replaced the sds probe rinse filters, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).